Event description:
During a duraplasty procedure and after the device was implanted, the physician observed cerebrospinal fluid leaking through the graft. The device remained implanted in the patient. No delay in surgery or patient injury was reported.